Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was not satisfied with the bend of the bar. The nurse stated, "she made a general statement that she thought the doctors could bend them more accurately with the anatomy at the time of surgery than having them pre-bent." The nurse did not mention a specific doctor nor a specific surgical event. When the sales distributor spoke with the nurse again to gather additional details she said it was not her intent to initiate a complaint. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed due to the product not being returned. The sales associate reported that the nurse did not intend on initiating a complaint, but nevertheless, there was no additional information in the form of photographs, scans, x-rays, or physician reports provided to substantiate the nurse's statement. The complaint cannot be verified and the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the part number and lot number of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).